Event description:
Customer reported that pump screen was dark and wouldn't turn on. Blood glucose level remained stable between 54 to 500 mg/dl, so no adverse impact was noted. Technical support arranged for a replacement pump, verified that the original pump was under warranty, provided instructions to store the defective pump, and facilitated its return with a pre-paid shipping label. Customer intended to use a backup insulin pump during this period.